Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
IV was placed in patient's right hand as catheter was being pushed out the needle came through side of catheter and needle ripped through side of the catheter. Customer responded on 26-aug no patient harm that I am aware of.

Event description:
No new information.

Manufacturer narrative:
The complaint of the needle puncturing the catheter was confirmed and the cause appeared to be associated with use. One 20g nexiva device was provided for investigation, which showed a needle protruding from the side of the IV catheter tubing. The sample exhibited evidence of use. Due to the presence of what appeared to be blood residue throughout the catheter tubing, it appeared that the catheter was able to access the vessel. The needle likely punctured the tubing after insertion. The instructions for use (IFU) state, "if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur." No defects associated with the manufacturing process could be identified from the sample. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.